Manufacturer narrative:
Tandem's t:slim user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the date was set inaccurately by one week and the customer was unsure when the date had been set inaccurately. There was no impact to the customer's blood glucose level. Tandem technical support assisted the customer on successfully adjusting the pump time.